Event description:
Patient's meter would not power on. Patient reported being thirsty, feeling fatigue, and shaky at the time of the concern. Patient reported trying to perform a blood glucose test using their other meter. They explained that the other meter would not power on either. Patient reported calling family member (an emt). Patient's family member suggested that they go to the hospital, however, patient refused. Patient obtained an "1100 mg/dl" on an unknown meter (unknown time). Patient administered their own insulin (dosage unknown). No treatment was provided by family member (an emt). There was no real evidence that the meter caused the adverse event or serious injury. Patient had symptoms associated with hyperglycemia and treated themself based on family member's meter. This case is being reported as a meter malfunction, since if the issue were to recur, it would likely cause or contribute to death or serious injury. The customer service representative walked patient through checking that the batteries were good and they were correctly installed (positive + side up). Meter was replaced.